Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Customer reported receiving readings of 190mg/dl, 249mg/dl, and 62mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor is in the primary operating state and has yet to reach its end of life at the time of return). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. At this time product has not yet been returned and a valid serial number has not been provided for the reader. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification a tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.